Event description:
In 2007, a rep reported that while performing a lumbar fusion from l5-s1 with infix and pathfinder, the pathfinder bone awl ii broke into two pieces. The surgeon had completed perforation of 3 pedicles when this occurred at the right s1 level. As he attempted to remove the device from the pt, the instrument broken into two. To remove the device, he tapped on the underside of the instrument. The surgeon removed the part and completed the case as intended. There was no reported pt injury or surgical delay.

Manufacturer narrative:
Device is and instrument and not implantable. Investigation is pending receipt of product.